Event description:
An attempt was made to use an endeavor sprint rapid exchange coronary stent system diameter 2.5mm length 24mm to treat a severely calcified tortuous lesion in the lad. When the physician attempted to cross the lesion, the device got stuck at the calcified lesion. It was not possible to advance it further than the tip of the catheters. The physician then withdrew the device without any resistance and found that the stent was stretched. The physician subsequently predilated the lesion and deployed a non-medtronic stent to treat it.

Manufacturer narrative:
(B)(4) eval, results: (severely calcified tortuous lesion. Failure to deliver the stent. Eval codes, conclusion: severely calcified tortuous lesion). (Failure to deliver the stent). Conclusion: (severely calcified tortuous lesion). Eval summary: the device was returned. The hypotube was bent. The stent had moved distally along the balloon with 13 segments located distal to the distal tip. The first three proximal and first two distal stent segments were relatively intact, the remaining middle segments were severely stretched. The first, second and third proximal stent segments were positioned on the balloon. The rest of segments were off the balloon, damaged and deformed. Crimp impressions were evident on the balloon. A protective sheath could not be placed over the stent due to the severe stretching. The proximal stent od met specifications. It was not possible to take middle and distal stent od measurements due to the stent damage.